Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch ping remote has the incorrect time. This complaint was classified based on the customer care advocate (ca) documentation. The patient manages her diabetes with the insulin pump based on the lfs meter readings. According to the patient, the subject meter has a remote which controls her insulin input. The am/pm mode was not programmed correctly in the subject meter. Since (B)(6) 2014, the patient took night amounts of insulin during the day and day amounts during the night. As a result of the reported issue, the patient developed hyperglycemia and had sign of ketones and symptoms of nauseous and headache. The patient required self treatment with 60% more insulin during the day to compensate for her elevated blood glucose. During troubleshooting, the reported issue was resolved with training. The time issue was not a re-occuring issue. The date and time issue did not occur as a result of a battery replacement. This complaint is being reported due to possible use error and because the patient developed ketones and required insulin treatment after the incorrect time issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/18/2014), the patient¿s meter has been returned on 10/9/2014 and evaluated by lifescan product analysis on 10/9/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.